Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the device auto deployed the sensor. No product was provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.